Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, reservoir 2 was leaking and incorrect information was being displayed for fluid volume on both cylinders. There was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
It was determined this product should not have been reported since the event is no longer reportable. This medwatch is being voided.

Event description:
It was determined this product should not have been reported since this event is no longer reportable. This medwatch is being voided.